Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device is behaving in a manner consistent with a premature battery depletion (pbd). Subsequently, this device was explanted, and a new one implanted. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned for analysis.